Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that theballoon ruptured at 10 atm. The device was simply removed without problem from the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. A microscopic examination identified a balloon pinhole located approximately 5mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.no other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion area was located in a severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, at the second inflation, the balloon ruptured at 10 atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.